Event description:
It was reported that the user and customer care observed alert 72 on the ilet while performing a feature reset related to a switch to concentrated insulin, with blood glucose levels unaffected and the device nearly fully charged; multiple restarts did not clear the alert, and the event was associated with a circuit failure linked to a switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical problem consistent with a circuit failure traced to a switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.